Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the act button was not responding properly. Blood glucose level at the time of the incident was 419 mg/dl. Troubleshooting was declined for the high blood glucose; the customer stated that the hyperglycemia was caused by eating sweets. The customer also stated that he could not clear the button error due to a stuck act button. The customer removed the battery and then reinserted it, but the button error would recur shortly restarting the device. The insulin pump will be returned for analysis.